Event description:
Customer reported that the teeth elements are missing from the zipper. The reported issue was discovered during setup. There was no pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue that the teeth are missing. However, the pt access window panel side a has an open slider body. Also the window side b has 1/4 inch broken stitches. Note: instructions for use state: never use the bed if a zipper slider is bent open or damaged and the zipper cannot be zipped completely closed. Never use the bed if a zipper coil is kinked, misaligned, or has gaps and does not close securely along the entire length. Never rip the panels open, as this will damage the zipper slider, preventing the zipper from closing securely. Before leaving the pt alone, apply pressure with your hands along the entire length of the zipper to make sure the panel is securely closed and that there are no gaps or openings along the entire length of each zipper. (B)(4).